Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:h6(device codes). Product complaint (B)(4). Investigation summary : the investigation of the returned device confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before starting the case the surgical tech was going over her instruments and noticed a crack and chip out of the attune femoral impactor. The part was taken off the field and replaced with another impactor. During the case and while the tibial tray was being impacted into place, the fb impactor head broke. The pieces were collected, decontaminated and will be returned. Replacement parts are needed. No surgical delay.